Manufacturer narrative:
Section h10: (a2) 56 years (h3) the revision reported was likely the result of prosthesis wear and osteolysis. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The extent and root cause of the prosthesis wear and osteolysis could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Event description:
It was reported that this 56 y/o male patient's right knee was revised. In (B)(6) 2014, a cr was implanted in the right knee. In 2018 the patient reported discomfort. In 2019, mobilization, asymmetry and involvement of the external tibial plateau were observed in the x-rays. In 2019, the replacement was carried out, observing synovectomy, cyst in the internal condyle, tibial plateaus with cysts and total destruction of the internal condyle. Patient was revised with competitors device. Images & x-rays not provided.

Manufacturer narrative:
(D10) concomitant device(s): 3677278 232-03-04 - optetrak asy, cr porous femoral, sz 4, right. 4241688 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t. 4358995 02-010-01-0240 - logic femoral ps cem left sz 4. 4498584 02-012-35-4009 - logic tibia ps mod insrt sz 4 9mm. 4564277 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6: health effect: clinical code, investigation findings, investigation conclusions.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d6a should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.